Manufacturer narrative:
The t:slim x2 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an auto-off alarm occurred. The user cleared the alarm and resumed delivery. The user¿s blood glucose level was not impacted as the pump was being used with saline. Tandem technical support educated the user on the auto-off safety feature and recommended that user contact their healthcare provider before modifying the setting.